Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The x -ray shows that the head has displaced from the stem. Upon removing the head, the stem trunnion was damaged. Revision of accolade stem with 40 mm lfit head. Revised to restoration modular stem, cone conical stem and body with 36 head and trident liner.

Manufacturer narrative:
An event regarding disassociation involving a lfit v40 cocr head that was mated with accolade tmzf stem and trident liner was reported. The event was confirmed. Method & results: -device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been no other event reported for the lot code. Conclusions: lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope the CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
The x -ray shows that the head has displaced from the stem. Upon removing the head, the stem trunnion was damaged. Revision of accolade stem with 40 mm lfit head. Revised to restoration modular stem, cone conical stem and body with 36 head and trident liner.